Event description:
The customer has observed on-going architect analyzer error code 1007 (unable to process test, activated read failure) messages and architect "fliers" across several architect assays with various reaction vessel (rv) lots. When the customer changed to an rv lot with no ribs on the top, no errors were generated. The customer changed back to the suspect rv lot, the errors started again. The customer was sent a replacement lot of rvs and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot # : additional suspect medical device, lot 62756p100, device manufacture date: 03/17/2008, expiration date: n/a. Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), suspect medical device: reaction vessel lot 62756p100, expiration date: na. Comitant medical products: architect analyzers, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.